Manufacturer narrative:
(B)(4). Concomitant medical products - unknown articular surface catalog #: ni lot #: ni, unknown femoral component catalog #: ni lot #: ni. The customer has indicated that the product will not be returned because it remains implanted. The complaint sample could not be evaluated and the reported event was unable to be confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-02511, 0001822565-2018-03006, 0001822565-2018-03007. Device remains implanted.

Event description:
It is reported that the patient is experiencing pain, instability, fluid build-up, wearing of the knee and falls daily following left knee arthroplasty.